Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the event was not reproduced during the repair inspection, it is likely the front panel turned on to notify the emergency light emission due to a temporary accidental failure caused by the environment in use or due to a temporary ramp light amount out-of-specification due to a temporary ramp failure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was tested for 2 hours with no blinking lights found. The evaluation found a loose scope socket tab, corrosion in the air tubing and the lamp life meter at 50+ hours with the light intensity output out of specification. A cause for the reported problem of "lights on the front panel of the device were blinking" could not be determined.

Event description:
A user facility reported to olympus that the lights on the front panel of the device were blinking. There was no patient injury or harm associated with the problem. The event occurred during a procedure and a procedure delay of 30 minutes occurred. The device was not used to complete the procedure; another device of unknown model/serial number was used to complete the procedure.